Event description:
On (B)(6) 2025, it was reported that post navarre universal drainage catheter placement, the catheter was allegedly found to be leaking at the hub. It was also noted that both the thread and the hub felt slightly different during insertion. Reportedly, this issue has only been happened twice. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent drainage catheter placement procedure, it was reported that post catheter placement, the catheter was allegedly found to be leaking at the hub. It was also noted that both the thread and the hub felt slightly different during insertion. Reportedly, this issue has only been happened twice. There was no reported patient injury.